Event description:
It was later reported the patient experienced wound dehiscence, fluid collection at the surgical sites, and fluctuating spasticity control. The cause of the catheter related issue(s) was noted as being due to ¿patient activity¿ and ¿too many spinal taps¿. Both dislodgment/migration and a break/tear/hole occurred regarding the catheter. The location of the catheter issue was at the pump and catheter connection. Both the pump and catheter were explanted. It was later reported the cause of the catheter event was attributed to suspected patient activities. An occlusion at the pump/catheter connection, and failure to aspirate were also reported. The patient was also noted to have had a spinal leak and an infection. The patient was reported to have recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported since she had pump implanted on (B)(6) 2011, she has had to have 6 revisions. The first catheter that was implanted had "fallen out" and was "spiraled at the bottom of her spine." The catheter was revised in (B)(6) 2011. The patient stated she ended up having "issues" after the revision. A 2nd revision was done in (B)(6) 2012 as that catheter "fallen out" the 3rd fell out sometime in (B)(6) of 2012. The hcp's found it in (B)(6) 2012 the patient had si joint injections thatwere successful and as these were done under fluoroscopy the patient's catheter was noted to be out, all but the tip of the catheter appeared migrated "out"; the catheter was at "the bottom of her spine." It was indicated that the hcp told the patient not to bend at the waist anymore, but the patient stated that she was not told that because, she said that when she was "very, very stiff," she did not have the ability to do that. The reporter stated that this catheter was replaced and anchored in (B)(6) 2012; the catheter stayed in place. The patient also reported that at that time, they went through an overdose, and experienced symptoms of dizziness, vomiting, memory loss, no muscle tone, loss of bladder control, and shortness of breath after the pump was set to deliver 860-mcg/day doses of baclofen, decreased from a previously administered 1000-mcg/day dose. The reporter stated that the patient received the 1000-mcg/day doses because other dose adjustments weren't working. The health care provider (hcp) continued to increase the daily baclofen dose over three to four days before noting "something was wrong." The patient spent seven days in the hospital and two weeks in home care. When the patient was in home care, the hcp decreased the patient's dose over the course of four to six weeks. According to the reporter, it took that amount of time before the patient could walk. While undergoing the titration downward, the patient experienced pain at both incision sites, headaches, and burning, swelling, and a bump on her back at the incision that the patient reportedly still has. According to the reporter, the patient told her hcp that she thought the bump on her back was a seroma, that could be drained, but the hcp told her that it was normal and that she "pulled stitches"; it was scar tissue. Moreover, if there was a seroma, it was under the pump and there "wasn't anything they could do about it." As to the bump on the patient's back, the reporter indicated that the physician said it was the pump. As to the patient's headaches, the hcp attributed them to stress. In (B)(6) 2012, the catheter was still left there and the hcp continued to do injections. Physician indicated that he might have "hit a pocket of spinal fluid." Subsequently, the patient received a prescription for fluocet and promethazine because she experienced a headache within an hour of receiving the injections. At approximately the same time, the patient experienced swelling and pain. In (B)(6) 2013 the patient developed a leak. A dye study with contrast was done and revealed that fluid ended up pooling around the pump. On (B)(6) 2013, the patient underwent another catheter revision. Subsequently, the patient's hcp sutured her pump pocket shut, as it had not been stapled from the surgery on (B)(6) 2013; the patient reported that the pocket opened while she was at work and when she visited the hcp, he could see that the pump was visible. The reporter also indicated that, during the revision on (B)(6) 2013, the hcp retrieved "two coffee cups full of fluid out of the pocket, and the patient's pocket incision (located at her hip) on her right side never healed; she had spinal fluid coming out of it. The patient indicated that the hcp pulled 80 ml of fluid out of the pocket site twice a week. The reporter also stated that, on (B)(6) 2013, the hcp fixed the patient's pocket site, and did it again on (B)(6) 2013. It was also noted that patient was seeking another hcp to get a second opinion. The pump was used to deliver lioresal and dilaudid.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. Product ID: 8590-9, lot# n298490, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: accessory. Product ID: 8591-38, lot# d07348, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: accessory. (B)(4).